Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. Performance data collected from the device was received and analyzed. Analysis of the device memory indicated a full electrical reset. Analysis of the device memory indicated a partial electrical reset occurred. Analysis of the device memory indicated that the device clock was incorrect. Analysis of the device memory indicated there was a low telemetered battery voltage measurement. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the cardiac resynchronization therapy defibrillator (crt-d) implant, thirty partial electrical resets and one full electrical reset was observed. The resets were cleared and the crt-d was implanted. It was noted that the crt-d date and time was showing two days prior. When re-interrogating the crt-d, attempting to fix the date/time issue, it was observed that the battery remaining longevity estimate stated "re-initializing" with a grey bar. It was confirmed prior to implant that the battery remaining longevity estimate was "pre-implant" and green bar when the crt-d was interrogated for implant. The crt-d was explanted and replaced appropriately two weeks later. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: 429888 lead, implanted: (B)(6) 2026. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.